Event description:
The user facility reported that the procedure was a left leg angio performed from the right femoral artery. Physician did not do an angio of the femoral artery site. Md deployed the angio-seal. Deployment of angio-seal was performed correctly with no issues. When green tube tamped down and black line visualized, hemostasis was not obtained. Arterial bleed continued to come out of the entry site. Md asked tech to hold manual pressure for 20 minutes. Hemostasis was obtained. Pedal pulses were monitored, and patient was stable. Doctor said everything felt good. The patient was not injured, medical or surgical intervention was not required. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The suture was found to have been fully deployed and had been cut. No damage or issues were identified. The complaint was confirmed for use against the IFU. The likely cause was determined to have been deployment of the components outside the artery resulting in insufficient hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).